Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the 15fr bipolar electrode broke during the hysteroscopy procedure, rendering it unusable. Therefore, it was necessary to use another electrode to continue the procedure". No negative impact in state of health reported.